Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The report received from the affiliate states that while the tech was unpacking the tempo 5 jb3 catheter from the sterile package that there was still some little polymer particle hanging on the hub of the catheter at the injection port. The hub was not cracked. The product was not used in the patient and the device was returned for evaluation. A 5fr tempo jb 3 100cm catheter was received coiled inside of plastic bag for analysis. During visual analysis the hub was found damaged, a little flash from same hub material was observed over it. The separated portion was not received for analysis. The damaged area was observed under vision system and the damage was confirmed. The catheter was flushed with a lab sample syringe filled with water. The syringe was successfully attached to the hub of the diagnostic catheter without resistance or friction. No leak was observed at the hub during the test. After the syringe was disassembled; the flash remained attached to the hub. There was no separation or rupture of the particle. Visual analysis was performed through the visual system. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported customer complaint of 'catheter (body/shaft) foreign material-prior to use' was not confirmed due to the separated piece not being received for analysis, however there is a little flash on the hub, that could be part of the polymer particle hanging on the hub of the catheter. This defect is related to the molding process during manufacturing of the product. An internal investigation has been initiated to address the issue

Event description:
The report received from the affiliate states that while the tech was unpacking the tempo 5 jb3 catheter from the sterile package that there was still some little polymer particle hanging on the hub of the catheter at the injection port. The hub was not cracked. The product was not used in the patient.